Event description:
While provider was performing ercp on a patient, the user went to make the cut in the bile duct and said that it cut like a zipper and went all the way up. The patient started to have some bleeding, but fortunately it stopped.